Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and information provided, reprocessing was not conducted at the user facility, and then the device was sent to olympus. Subsequently, the foreign material remained within the forceps elevator. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). - IFU states the detection method in tjf-q180v operation manual 3.3 inspection of the endoscope. - IFU states the preventative measures in tjf-q180v reprocessing manual 5.5 manually clean the endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the forceps elevator of the scope had foreign material, following patient admission of not correctly reprocessing the device. There was no patient involvement.